Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the issue was attributed to stress related problems, however, a definitive root cause could not be established. It is likely the following led to the malfunction: damage of parts due to wear/ deterioration/ deformation/ some kind of physical stress,without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the cysto nephro fiberscope exhibited a loose biopsy channel port. There were no reports of patient involvement.